Manufacturer narrative:
(B)(4). Investigation completed and device evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage. Correction of serial #:(B)(4).

Event description:
Customer complains of an e5 error message. Customer states is feeling well and confirms there was no adverse event or MDR related issue. The customer states the error message appears after the blood sample is applied. Customer confirms proper storage and proper testing technique. Error message persists.

Manufacturer narrative:
(B)(4). Investigation completed and device evaluated with no defect found on returned meter. Returned test strips produced lo readings on 270 level. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of an e5 error message. Customer staes is feeling well and confirms there was no adverse event or MDR related issue. The customer states the error message appears after the blood sample is applied. Customer confirms proper storage and proper testing technique. Error message persists.